Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that in addition to the mesh, the caldera medical t sling was implanted on (B)(6) 2004. The patient underwent excision of vaginal mesh and placement of tissue graft (cook medical biodesign) on (B)(6) 2010. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted into the patient. On (B)(6) 2010, cook surgisis was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent and implant of caldera medical mesh on (B)(6) 2002 and on (B)(6) 2005 underwent mesh removal. It was reported that patient underwent an implant of interstim ii in 2011 and underwent mesh removal on (B)(6) 2012 of interstim lead and implantation of a new interstim lead.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced urinary problems, recurrence and dyspareunia it was reported that patient underwent mesh removal on (B)(6) 2005 for painful intercourse, recurrence, incontinence and pain. Patient had interstim implants on (B)(6) 2011 and (B)(6) 2011 for overactive bladder. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.